Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been experiencing unexplainable high blood glucose. Customer's blood glucose was at 463 mg/dl today. Customer treated with a bolus from the pump and her blood glucose is 268 mg/dl. Customer stated that her pulse may have been beating too fast. Customer stated that she's on her second cup of coffee and she guesses that she may be more thirsty than usual. Customer found a tiny air bubble in the middle of the tubing but was assisted with rewinding the pump. Customer stated that the cannula was not bent but there is a little slant. Customer stated that the cannula was not occluded. Customer was advised to do a complete set change. Customer stated that the health care professional thinks that there may be an issue with the pump motor, but there were no motor error alarms in the alarm history. Customer mentioned that she dropped the pump in the restroom on the linoleum. Customer stated the pump didn't have any damage.